Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 1 centimeter inaccuracy. The first registration was successful, however, the surgeon deemed being inaccurate and attempted tracing two more times, unsuccessfully. It was noted that the probe appeared to be 1 centimeter inferior as the surgeon was verifying on known anatomical landmarks, and the surgeon opted to proceed with the knowledge of the inaccuracy. Taking into consideration the shift, the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.